Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the patient and an air leak was noted when aspirating from the sideport, aspiration was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.